Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter died occurred. Data was evaluated and the allegation was confirmed as a transmitter fatal error. The probable cause was determined to be transmitter fatal error. The reported event of a transmitter died is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter that died occurred for a transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4).